Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, all keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Investigators were unable to confirm or duplicate the original complaint; the pump was returned with all of the keypad buttons responding properly. There was no physical damage on the keypad. Upon removal of the keypad cover, no contamination or physical damage was observed. The pump was opened up and no evidence of contamination or physical damage was found.